Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely for the malfunction endoscopic image cannot be displayed was due to a system failure of the focus function(dp board) printed circuit board, a system failure of the (ap board) printed circuit board, and a worn-out connector, and for the printed circuit board failures(dp board and ap board) and the worn-out connector, the most probable cause is traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center exhibited no endoscope image display, printed circuit board failure, and a worn-out connector. There was no patient involvement.